Event description:
Situation: patient found with small open lesion on upper chest after removal of electrocardiogram (ECG) leads. Background: patient transferred from neonate intensive care unit (nicu) to icn. This registered nurse (rn) removed ECG leads to give patient a bath. Adhesive remover was used to remove leads. On right upper chest, open lesion/wound was found. Assessment: lesion resembles burn mark from ECG electrode. This rn notified nnp (neonatal nurse practitioner) and asked if nnp wanted to order a swab for lesion. Nnp declined ordering swab for lesion, as patient does not have any other signs or symptoms of infection. Recommendation: evaluate if other patients are experiencing similar marks from ECG leads. Rn will request wound care consult. Assessed patient days after, scab seen on infant's chest. Leads were removed with adhesive removal, difficult to determine cause of scabbing. Wound consult was placed, advised to place aquaphor on infant's skin.